Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with several pause episodes on a merlin.net transmission. The episodes were due to intermittent ventricular undersensing. No programming changes were made. Patient was asymptomatic and will continue to be monitored.